Manufacturer narrative:
G1: device manufacturer address 1: nothern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump alarmed a false downstream occlusion alarm. The alarm occurred during patient infusion. This occurred with the premixed phenylephrine 10ml syringes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.